Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a long charge time alert on the implantable cardioverter defibrillator. The patient was brought into clinic, where a capacitor maintenance test timed out. No resolution was reported, and the patient was stable.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The device functioned normally on the bench, and the charge time out could not be reproduced. The cause of the event remains undetermined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received on 10 feb 2020, indicates that the device was ex-planted and replaced on (B)(6) 2020.

Event description:
New information received on (B)(4) 2020, indicates that the patient was stable throughout the procedure.